Event description:
Device report from synthes (B)(4) reports an event in (B)(6) as follows: patient was implanted with locking compression plate-dynamic hip system (lcp-dhs plate) and dynamic hip system/dynamic compression screw (dhs/dcs screw) on (B)(6) 2013. Patient was walking: during the walk, cracking and functional impotence was experienced. It was discovered the plate was broken at the second hole and a screw was cracked, date unknown. Revision surgery was on (B)(6) 2013, patient was revised to a gamma nail. This complaint is on the dhs/dcs screw. This is 2 of 2 reports for complaint (B)(4).

Manufacturer narrative:
Additional narrative: an investigation was conducted and it states that the returned lcp plate was broken at the second proximal combination plate hole; however, the dhs/dcs screw was intact. A likely cause for this failure could be due to dynamic bending which led to overload and material fatigue. No product fault could be detected. Placeholder.

Manufacturer narrative:
This device used for treatment and not diagnosis. The manufacturing documents were reviewed and no complaint related issues were found. The device was received and the investigation is ongoing.